Event description:
Pt had value replacement surgery 8/82. Pt had been doing well. 1/25/97 came to the ER with sudden onset of massive congestive heart failure. Taken to the or emergently. The lesser strut of the valve was found to be in the apex of the left ventricle.